Event description:
Unk cervical plate and 4 screws were implanted in the pt in 1991. In 1996 unk device was noted as fractured. Pt has experienced pain since implantation. Implants still remain in the pt.